Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room with complaint of chest pain. A computerized tomography (CT) scan was performed and noted that the pacemaker was eroding into the chest wall. Additionally, the pacemaker and another manufacturer's right ventricular (rv) lead exhibited undersensing that resulted in pacing when not required and loss of capture (loc). Programming changes were made and a revision procedure was planned for an unknown date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.